Event description:
It was reported that there was erosion and an infection. It was noted that the patient required hospitalization. It was noted that there was antibiotic treatment but it was unknown if a culture was taken. It was noted that the symptoms were located at the device pocket. It was noted that the extensions were replaced. It was noted that the patient was alive with no injury at the time of the report.

Manufacturer narrative:
Product ID 64002, serial# unknown, explanted: 2013-(B)(6), product type adapter. (B)(4).